Event description:
This lead was an attempted implant on (B)(6) 2011. The physician experienced difficulty passing stylets through body at distal end of lead. Another lead was used. The physician was dr. (B)(6) at (B)(6) medical center in(B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).